Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that atrial flutter has occurred. The farawave was selected for use. It has been mentioned that performed the pulmonary vein isolation and posterior wall ablation and then pulled farawave out to remap with non-boston scientific device. The patient went into atrial flutter while post mapping. The central lumen for the guidewire was kinked. Tried to straighten it out and readvance wire but were not able to get wire to advance through kink. The procedure was completed successfully by using a different device (same model, boston scientific product). The product is expected to be returned.